Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), product type catheter; product ID 8578, lot # n083998, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type accessory. (B)(4). Final analysis of the pump found no significant anomaly. Final analysis of the distal catheter segment found no significant anomalies, though the catheter had been returned in segments. Final analysis of the proximal catheter segment found cuts or tears in the sealing surface of the sc connector cup. During pressure testing, a leak was seen from the sc connector.

Event description:
It was reported that the system was explanted due to "patient preference." The patient recovered without sequela. It was reported that the pump had contained saline.